Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2022, with lot number 2142590. Analysis of the returned device identified, weight to spec, crease fold and white particles in the shell. Air voids in the gel observed, after autoclave cycle. The device is not rupture. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.